Event description:
Boston scientific was notified that during a procedure when a gdc 10-2d 2-diameter synerg detection circuit was pulled out once, it unraveled. The remaining filament could not be removed during the operation, and it remained from the middle cerebral artery to the internal carotid artery. Two days after this incident, the internal carotid artery was occluded. The pt status did not change because of this situation, as the pt's condition was not good even before this incident.